Manufacturer narrative:
H3 - other: device has not been returned to date. Device evaluation: no product nor pictures were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that at 7:00 pm, in the ICU department, the pressure sensor was connected to observe the invasive blood pressure. The patient's blood pressure changes were found according to the doctor's instructions. After connecting the device according to the regulations, the zero-calibration failed. When the ECG monitoring and connecting cables were replaced, the zero-calibration failed. After replacing the pressure sensor, the issue resolved. There was patient involvement, but no patient harm/adverse event reported.